Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 30-jul-2019. The following findings: during investigation, the pump was returned with a cracked battery compartment and stripped battery cap threads. An intermittent power issue was duplicated with the returned batter cap. A test battery cap was able to secure enough to maintain power for investigation basal duration test. There was no rebooting or power loss duplicated with a test cap. All above testing was completed using a test battery ca. Additionally, the display was found to be dim/fading. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a battery compartment crack and damaged battery cap and a dim/fading color spectrum. This report is made based on results of investigation completed on 30-jul-2019.